Event description:
Information was received indicating that the level 1 trauma fast flow disposable was damaged. The part where the drip chamber and the spike are connected was torn off. There were no adverse events reported.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one level 1 trauma fast flow disposable was returned for investigation. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Visual inspection confirmed the reported product problem. It was noted that the joint between the 3-way connector and the single port cap was broken. The problem source of the reported product problem was unknown. A root cause was not established.